Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Added additional information feeder shoe. The following information was requested, but unavailable: please clarify: did the device fire at all? Were the clips formed completely? Did the device fire and then jam? The analysis results of the el5ml device found that it was received in good condition. Upon visual inspection, a jammed clip was observed to be inside the shaft; the clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was cycled and it was noted to be empty and the lockout mechanism was non-functional. No functional test could be performed due to the condition of the returned device. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe was found to be damaged causing the failure of the lockout feature. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that prior to an unknown procedure, the clip applier was not fired properly when it was opened. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.